Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges during robotic hiatal hernia repair, after 3rd firing of fasteners in posterior corner, helix was removed and device was rotated towards anterior corner. At this point, it was noted that 1 fastener was trapped within distal tip of device. Tissue mold could not open fully as the "t" of the fundic-side fastener was lodged inside tip of the device. Device was gently pushed forward into patient to try to dislodge the fastener, which was unsuccessful. Helix was carefully and slowly advanced to try to dislodge fastener, also unsuccessful. Helix slipped right by the lodged fastener. Device was then gently withdrawn 2cm to see if that would help dislodge the fastener. At this point, fastener popped free of device. T" of fundic-side fastener was noted to be bent into a v-shape and approximately 1/3 of web-length of fastener was noted to be sticking out of tissue. Bright red blood was noted at bleeding fastener site and tissue mold was closed to provide tamponade for approximately 60 seconds. Site was examined, was still bleeding slightly, so additional ~60-second tamponade was applied to bleeding site. Afterwards, hemostasis was noted. 4 sets of fasteners were then placed in anterior corner. Only 1 set of fasteners was placed at 6 o'clock position. Physician made the decision to not potentially pull against prior bleeding fastener site. Site was examined again on subsequent egd. Hemostasis was re-confirmed with clotting present. Fastener appeared to have flattened out against mucosa with web-length no longer visible. Above the gej, back half of fastener was noted flattened out, does not appear to have pulled through. Patient to remain in hospital for next 2 nights. Prophylactic abx (zosyn) will be started and patient will be monitored for any signs of sx of esophageal leak/perforation.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was not confirmed as the device functioned as intended. A search of the complaint database was performed and no similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.